Event description:
It was reported that during the implant procedure, when the physician connected the device to the old ventricular lead, the device paced for five cycles, then stopped pacing. The device was removed, reprogrammed, and reconnected, with the same results. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 1488t competitor implantable pacing lead - (B)(6) 2002. (B)(4).

Event description:
It was reported that during the implant procedure, when the physician connected the device to the old ventricular lead, the device paced for five cycles, then stopped pacing. The device was removed, reprogrammed, and reconnected, with the same results. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.